Event description:
The customer reported to baxter (B)(4) that the vialmate appeared to core the rubber stopper on an unknown medication vial. There was no patient involvement, medical intervention or patient injury reported. The medicine was not given to any patient. No sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.